Event description:
It was reported to philips that the wireless foot switch was not working. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed by using wired footswitch. Philips filed service engineer visited the site and identified that wireless footswitch was charging but the wireless footswitch does not work. Upon troubleshooting, fse replaced the wireless footswitch and found broken pins inside the charger, making it unusable. To resolve the problem, fse replaced the charger and the base station and return the part for further analysis, and it found for wireless footswitch that charger pins was broken of and for base station no issue confirmed. After replacement of the parts, the system was returned to the user in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wired footswitch. This includes the requirement to have the footswitch always connected as a backup. The procedure can be completed with minimal or no delay and there is no device problem detected. Due to this, the malfunction of a wired footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.